Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 16, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was visually inspected and was returned without the sparger assembly with no blood in the unit. It was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. The large bore adapter blue cap would not loosen by hand and the unit was soaked in di water for several hours to dissolve any crystals in the threads. The large bore adapter blue cap was then loosened and re-tightened by hand and was then leak tested with no leaks were noted. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside of the pouch. It was also leak tested and no leaks were noted on the retention sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
It was reported when using the bd¿ p800 venous blood collection tube plasma tube k2 edta tubes (without sample) were stored at the wrong temperature. The following information was provided by the initial reporter: the customer stated: "delivery with cooling-element which was leaking. Carton in which tubes were delivered was soaking wet and customer does not know if p 800 tubes are still usable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ p800 venous blood collection tube plasma tube k2 edta tubes (without sample) were stored at the wrong temperature. The following information was provided by the initial reporter: the customer stated: "delivery with cooling-element which was leaking. Carton in which tubes were delivered was soaking wet and customer does not know if p 800 tubes are still usable".